Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that relion® insulin syringe hub separates. This occurred on 2 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 328512, batch no. Unknown. It was reported that shields are difficult to remove and after removing them the needle hub separates from pulling hard. Verbatim: relion consumer reported shields are difficult to remove and when he pulls really hard, the needle hub separates. Stated it happened with 2 packages, (not all of them in package).

Event description:
It was reported that relion® insulin syringe hub separates. This occurred on 2 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 328512 batch no. Unknown. It was reported that shields are difficult to remove and after removing them the needle hub separates from pulling hard. Verbatim: relion consumer reported shields are difficult to remove and when he pulls really hard, the needle hub separates. Stated it happened with 2 packages, (not all of them in package).

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for shield difficult to remove/detach and needle hub separates due to unknown lot number.

Manufacturer narrative:
H.6. Investigation summary: customer returned (15) loose 31g x 8mm, 0.3ml relion insulin syringes. Consumer reported shields are difficult to remove and when he pulls really hard, the needle hub separates. All 15 returned samples were examined, and it was observed that all 15 exhibited separated needle-hub/shield assemblies; no damage to the barrel tips were observed. The cause for this issue likely occurred during the manufacturing process. Unable to perform a DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 24sep2019, holdrege received photo complaint. A visual evaluation of photo found (15) syringe with no needle assemblies attached to them. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringes. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue."

Event description:
It was reported that relion® insulin syringe hub separates. This occurred on 2 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 328512; batch no. Unknown. It was reported that shields are difficult to remove and after removing them the needle hub separates from pulling hard. Relion consumer reported shields are difficult to remove and when he pulls really hard, the needle hub separates. Stated it happened with 2 packages, (not all of them in package).